Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a clinical study pt experienced an elevated intraocular pressure which required treatment (unspecified). The outcome of the event is reported to be resolved. The surgeon indicated the event is not related to the study device. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).